Manufacturer narrative:
(B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter personnel. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.